Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and eleven months post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with a 27mm valve of the same model. The reason for explant was a mean gradient of 46mm hg with shortness of breath and incomplete coaptation. No additional adverse patient effects were reported.